Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited high pace impedance (>2000 ohms) and elevated thresholds. There was no asystole. This device was explanted and the associated right atrial (ra) lead was capped and successfully replaced. There were no adverse patient effects.